Manufacturer narrative:
The subject device was not returned to an olympus service center for evaluation. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device (balloon) was damaged and leaked. The reported issue occurred during installation, prior to a diagnostic bronchoscopy. The intended procedure was completed using another device without a delay. There was no patient or user injury reported due to the event.

Manufacturer narrative:
H4: the lot was not provided and the manufacture date can not be identified since the subject device was not returned. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the lot number of the subject device was unknown, the DHR for over the past year prior to the date of occurrence was inspected. No deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the device was not returned, a definitive root cause could not be determined. However, the results of past similar investigation reveal the mechanism of the balloon rupture. The balloons damaged by fingernails or overstretched by applicators had been possibly inflated. This might have caused the balloons to rupture. The balloons are made out of a light thin material, but they will not rupture due to handling the product as stated above. However, the balloons may become partially thin and rupture due to the pressure of inflation. The following is included in the instructions for use (IFU): "·never inflate the balloon to a diameter of more than 20 mm when using the endoscope in the trachea. This could result in suffocation of the patient. ·never withdraw the endoscope while the balloon is still inflated. Otherwise, the balloon may burst or come off the distal end of the endoscope. If the balloon cannot be deflated, insert the channel cleaning brush (bw-400b) into the irrigation port. Using slow, short strokes, carefully feed the brush to remove debris. After that, the balloon can be deflated. ·store the balloon in a cool environment with low humidity. ·after opening the laminate package, reseal it securely. If the laminate package remains open, the efficacy of the deoxidizer will be reduced. ·the balloon can tear easily, beware of sharp objects." Olympus will continue to monitor field performance for this device.